Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Sureform 60 stapler instrument logs show (part number 480460-09), (lot number k18230706-0199), was installed on the system 10x and fired 10 reloads (1 green, 8 blue, 1 white, in that order). On installs 1-3, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~91% completion, after a duration of ~59 seconds. Peak firing force was measured at 671 n. On installs 5-9, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 10, the first two clamp attempts were aborted by the user at ~66% and ~46%, respectively. The 3rd clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, three tissue pushout events occurred with blue reloads. The surgeon described the event as the only blue reloads with a specific lot number ending, and relates the event due to the lot numbers. The three blue reload events had a longer than normal compression time, and then an error message of tissue too thick occurred. The reload would deploy, had fully formed "b" shaped staples to the stomach tissue however, the knife would not cut the tissue. The surgeon continued along the staple line with a new blue reload. The same sureform 60 stapler instrument was used for the remainder of the procedure. The surgeon then over sutured the entire staple line including the three blue reloads. The procedure was completed robotically with no further complications. Buttress material was not used, no bleeding occurred during the events, no leak test was performed. The patient is recovering well with no postoperative complications.